Event description:
The suspect device result was 192 mg/dl. The user passed out and emergency medical technician were called. The paramedics used their meter to check their glucose the level was 67 mg/dl. They were treated with a glucose IV. Controls were not replaced. The device was replaced and requested to be returned for evaluation.